Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile, 350cc saline implant experienced left sided silent deflation postoperatively. The mammograms' and ultrasound examinations confirmed the issue. As a result, patient scheduled for bilateral replacements with mentor silicone implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 20, 2022 indicated that the left implant with lot # 5660991 was explanted,and found to be deflated. Suspect device received on january 27, 2022. Device evaluation completed on january 27, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 425cc breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).